Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the insulin gauge displayed 140 units and remained static. There was no impact to the customer's blood glucose level. Although requested, the customer declined to reload the existing cartridge.